Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 40 mg/dl to 50 mg/dl. The customer noticed that his bolus wizard recommended too much and caused a low, it was in auto mode. The customer treated low blood glucose with food. The customer declined troubleshooting for low blood glucose value. The device will not be returned for analysis.